Event description:
A malfunction alarm occurred, identified by malfunction code malf 0. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Technical support guided the customer through resetting the pump, after which the malfunction did not recur. The customer acknowledged the instructions and was told to continue using the pump while monitoring for any future issues.